Event description:
When the physician attempted to withdraw the stent delivery system (sds) with stent on the balloon, it would not withdraw back into the guiding catheter because the proximal struts were flared. Therefore, the guidecatheter, the sheath and the sds were removed from the patient as a unit. The pt is a female. The mid right coronary artery (rca) had two separate focal lesions. One was about 95% stenosed and the other was about 80% stenosed. Both were distal to the primary curve of the rca. The rca has a shepherd's hook anatomy. It did not appear calcified. It was mildly irregular, but not tortuous. There was no difficulty accessing the lesion with a guidewire. The lesion was pre-dilated with a 2.0 x 15mm voyager rx balloon. There was no resistance felt while advancing the stent through the guiding catheter initially, but the sds would not pass beyond the primary curve of the rca. The sds never crossed the lesion. When the physician attempted to withdraw the stent delivery system, it would not withdraw back into the guiding catheter because the proximal struts were flared. Firm pressure was applied to withdraw the stent, guide, 7fr sheath, and interventional wire as one unit from the right femoral artery. The lesion was successfully treated with two bare metal stents.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other"). Additional information will be submitted within 30 days of receipt.